Event description:
It was reported intermittently that the customer required hospital assistance multiple times to treat a low blood glucose level, cause was unknown. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.